Manufacturer narrative:
Additional information: the lesion being treated was a total occlusion of the mid sfa of about 20cm in length. The vessel was not tortuous. A 6f introducer sheath was placed in an antegrade fashion. Successful pre-dilation occurred using a 4mm balloon. A control angiogram showed complete recanalization with dissection of the artery wall. Stent angioplasty with two everflex entrust stents were deployed without complication, beginning in the distal sfa. When the physician was attempting to deploy the third stent, resistance was encountered. On attempting to remove this device, the delivery system was stuck and despite all attempts it was necessary to remove both guide wire and delivery system in unison. The stent deployed in the proximal sfa partially blocking the lumen. A new guidewire was then inserted and a balloon was used to expand the stent against the vessel wall. Following this, the procedure was continued without further complication placing 3 more stents. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use an everflex entrust stent to treat a 150mm severely calcified lesion in the left superficial femoral artery(sfa). The artery had a 5mm diameter. The device was prepped as per the IFU with no issues identified. The lock pin was checked for securement prior to the procedure. The procedure used a 0.035" guidewire. The lesion was not pre-dilated. No embolic protection was used. It was reported that, during the advancement of the device, resistance was encountered. The device did not pass through a previously deployed stent and no excessive force was used. The stent deployed outside of the target lesion with the handle lock on. The stent was then post dilated and new stents were used to treat the targeted area. No patient injury was reported.